Manufacturer narrative:
Other relevant device(s) are: enew1313c80ee, (B)(4); enlw1616c120ee, (B)(4); enlw1616c80ee, (B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient expired. The cause of death was not provided. The investigator assessed the death as not procedure related; unknown if device related.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows: the previously reported patient death was adjudicated by the cec as to be not related to the device and not related to the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.